Event description:
In 2011, the pt presented with palpitations and chest discomfort. An echo was performed and revealed an elevated gradient. The valve was explanted and replaced with an sjm trifecta valve.